Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The philips field service engineer (fse) reported that during a preventative maintenance (pm) inspection, a visible crack on detector two upper arm assembly was discovered. This issue is currently under investigation. This issue has initially been determined to be a reportable event.

Manufacturer narrative:
During preventative maintenance (pm), a philips field service engineer (fse) was inspecting the arms of the detector for a skylight az system when a crack was recognized on the detector two upper arm assembly. The fse confirmed the detector arm was still secured to the system. The fse stated the crack was superficial. The fse instructed the operator not to use the system until repairs were made. An order was placed for a new detector arm assembly and it was installed to resolve the issue. The system is operational after the repair was made. Engineering determined the cause of this issue was due to fse error. The fse mistakenly left a screwdriver on the detector arm, which resulted in it becoming wedged between the upper and lower arm assemblies causing the crack. There was no malfunction of the system. The system has been repaired and returned to clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.